Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. After a non-boston scientific stent was placed, post-dilatation was performed with a 2.50mm x 20mm nc emerge balloon catheter. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a non-bsc device of the same size. No patient complications were reported.